Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of left anterior descending artery. A 2.25x24mm promus element plus drug-eluting stent was used, however, the struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.